Event description:
The tip of a proguide needle broke-off. The broken proguide was discovered after CT scanning when measuring the reference distance before treatment planning. The needle was removed and the broken fragment of the proguide needle remained in the patient. The facility indicated that there was no patient effect resulting from the embedded fragment.

Manufacturer narrative:
The following medical device report is being submitted to the FDA, to replace report number (B)(4). We inadvertently reported the 'date of report' as (B)(4) 2013, which should have been (B)(4) 2013. Also, the actual MFR report number should have been (B)(4). This is the only change to this report.